Event description:
Left side alleged sclerodema/pss, swallowing problem, acral bone dysplasia, possible insulin resistance problem. Child was bornm with defects due to 3m/mcghan silicone gel/saline double lumen implants. Follow-up findings: the alleged events are unable to be verified since no pt name, implanting/explanting dates or drs and no serial numbers or catalog numbers were provided.